Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and tandem-provided usb cable. A new wall adapter and usb cable were sent to the customer. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. No usb cable or wall power adapter were received for investigation therefore no evaluation could be performed for the usb cable and wall power adapter allegations.